Event description:
During fitting of a (B)(6) old male patient, a patient service representative contacted zoll customer support to report that the charger/modem would send data but would not recognize the battery packs. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger will not recognize battery) has been confirmed. Upon receipt the battery board was not seated correctly in the j5 battery connector. The cause for the inability to recognize the battery packs was the incorrect seating of the battery board in the j5 battery connector. The root cause for the incorrect seating cannot be positively determined but is likely an assembly error. The charger/modem was fully functional upon re-seating of the battery board. No adverse event resulted from the incorrectly seated components. The patient received a replacement charger/modem.